Event description:
It was reported that prior to device implant, the battery voltage was tested and was noted to be 2.91 volts. As the voltage was not at the standard beginning of life measurement, a different device was implanted. Approximately one week later, a company representative re-checked the battery voltage of the device prior to another implant procedure; on this occasion, it measured 2.81 volts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. The low battery voltage was the result of storage in a cold environment.